Event description:
Per report: the fluid did not go down into the power part from the adapter that came with it. The nurse was mixing it together and they had done it before, but the transfer part wasn't working properly. Dea: (B)(4). Ship account # (B)(4). Order # (B)(4). Po # (B)(6)- dmc 04282025.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The performed analysis of the received sample indicated that the insertion attempt of the baxject j ii hiflow device into the diluent and product vial was performed while the flip off cap was present on both vials indicating the user did not follow the provided instructions for use. As the received unit was severely damaged, no functionality test was performed. As no manufacturing issue was identified, no capas have been implemented. A complaint lot history was generated on 26-may-2025 for all lots packed with / manufactured with baxject lot 1258899. The current complaint pr (B)(4) is the only complaint reported under the initial subcategory "no diluent transfer". The complaint rate for ytd 2025 for feiba is approximately (B)(4) compared to 2023 at (B)(4) and 2024 at (B)(4).